Event description:
Information was received that smiths bivona® adult tts¿ tracheostomy tube has a reportable event, as the tracheostomy cuff started leaking while inside of patient. The concern from customer that the trach was not sterilized more then five times. An enzymatic spray called pre-klenx was used. No further information at this time.

Event description:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes custom 4.0 tube. Summary in h -10.

Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes custom 4.0 . The report indicates the device arrived in a " baggy -ness " that was present in the cuff. The leak while during patient usage was not confirmed as testing was done on the returned sample. The " baggy-mess" was reviewed by professional from the gary, in sister site; it was hypothesized the cause could be over inflation of device or using not using water soluble lubricants as petroleum based lubricant could damage part. Also revealed tight-to-shaft products is intended to be inflated with sterile water as inflating with air can diffuse out over time. This file was unable to duplicate with testing or substantiate complaint, as no fault was found. Recommendation on product usage was hypothesized.